Manufacturer narrative:
It was reported from the site that the blood cultures found (B)(6) from wound swab. It was also stated that the patient did not have shortness of breath (sob) and was dieting and ambulating well. Patient was stated to have been discharged on (B)(6) 2017. No additional information available. There is no evidence to suggest that a device malfunction or procedure caused the reported event. Clinical factors that may have contributed include the patient's previous medical history and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(6). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the ventricular assist device (vad) coordinator that there were trace bleeding from overgrown tissue at driveline exit site wound and it was a suspected wound infection. It was stated that there was no recent driveline injury. It was also stated that there were pending culture lab result to confirm infection. Patient was treated with wound dressing and tazocin intravenous (IV) treatment for five (5) days. No additional information available.